Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the vessel sealer extend tip did not open. The customer was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred while the jaws were not stuck on tissue. There was no adverse effect to the patient tissue. There was no bleeding observed and no unexpected tissue removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and when the instrument was placed and driven on an in-house system. It passed the recognition and engagement tests, which indicates proper system detection; however, it did not move intuitively, which indicates impaired performance. Although the instrument demonstrated a full range of motion in all directions, the grip tips did not move intuitively and failed to open and close properly, which indicates compromised grip functionality. The grips exhibited imprecise motion and did not follow the mtm (master tool manipulator) input commands, which indicates a loss of control accuracy. Failure analysis identified a dislodged grip ring, which indicates it is related to the customer-reported complaint. Upon removal of the housing for inspection, the grip ring was found to be dislodged from the proximal grip drive adapter, which indicates it prevented the grips from opening and closing properly. As a result, the grip open lever was not functional, which indicates failure in actuation. The set screw on the grip ring did not exhibit any damage, which indicates no visible defect in that component. The complaint was confirmed by failure analysis. The probable root cause of the dislodged grip ring is attributed to assembly errors.